Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and had been giving alert to change sensor after calibration not accepted. The customer¿s blood glucose was 24 mmol/l and the sensor glucose was 6.8 mmol/l at the time of the incident. Blood glucose was 20.3 at the time of the call. Customer has made correction for the high blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was explained to customer the proper calibration practices. The sensor will not be returned for analysis.